Manufacturer narrative:
(B)(4)

Event description:
The reporter stated that the micl12.6 implantable collamer lens flipped as the lens was inserted into the eye. The lens was cut out of the eye and discarded. The reporter stated the lens was liley not properly aligned in the injection system during loading due to a user's error.